Manufacturer narrative:
Reported events of use of device problem, connection problem, and separation failure were not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, after the first fixation, no change in injury response was observed, so it was decided to unfixate, redock, and relocate the device. Upon fixation at the new position and transition into short tether mode, post-fixation parameters were not ideal, and injury response decreased. It was also noted that the device was unable to redock. The lp and delivery catheter were removed from the body, and an attempt was made to release the device externally, but it was unsuccessful. Ultimately, the lp and delivery catheter were replaced with new ones. Patient condition was stable.